Manufacturer narrative:
This complaint is part of the retrospective review and remediation per d00605678, comprehensive remediation plan for diabetes. The information related to event has been updated in summary and provided in section b5 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that patient experienced diabetic ketoacidosis as a cause of hospitalization. The patient reported noticing her blood going up to a maximum of 220 mg/dl in the couple of days prior to the event. On the day of hospitalization, the patient was not feeling good with blood glucose of 364 mg/dl. She delivered two boluses using her medtronic pump after which her blood glucose was in the 500s mg/dl and 485 mg/dl after each bolus respectively. The patient went to the hospital and was discharged after her blood sugar was controlled. She returned to the emergency room because she vomited after having food and delivering a bolus with her medtronic pump. At the emergency room, the patient was treated with an intravenous insulin infusion. Her ketones were reported to be at 2 mmol/l.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021 with blood glucose reading was 561 mg/dl. The customer was treated with intravenous insulin drip and emergency medical services ambulance and in emergency room at hospital for an overnight stay. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that the insulin pump was not in auto mode at the time of the incident. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.